Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient allegedly developed an infection. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation medical record was provided for review. Medical record alleges that, a bard powersport was implanted via the right subclavian vein for chemotherapy for left sided breast carcinoma. Two months later the patient presented with fever and some concern about inflammation around port in the right upper chest wall. Additionally, the patient also had chills and tenderness earlier that day. On arrival, patient was tachycardic and hypotensive. Blood culture results on the same day confirmed sepsis secondary to an infected right chest port with mssa bacteremia. Next day, the port was removed. Therefore, it can be confirmed that the patient experienced mssa bacteremia and sepsis. However, the relationship to the port is unknown. Based upon available information, the definitive root cause was unknown labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) 2022, a patient underwent port implantation via the right subclavian vein for chemotherapy for left sided breast carcinoma. Approximately two months and eight days later, on (B)(6) 2022, the patient was diagnosed with sepsis secondary to an infected right chest port with methicillin sensitive staphylococcus aureus (mssa) bacteremia, which was confirmed through blood culture. Subsequently, on (B)(6) 2022, the port was removed. However, the current status of the patient remains unknown.

Event description:
It was reported through litigation process that, on (B)(6) 2022, a patient was implanted with a port via the right subclavian vein for chemotherapy for left- sided breast carcinoma. Approximately two months and eight days later, on (B)(6) 2022, the patient developed sepsis secondary to an infected right chest port with methicillin-sensitive staphylococcus aureus (mssa) bacteremia, which was confirmed through blood culture. Subsequently, the port was removed on (B)(6) 2022. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B3, b5, d1, d4 (model#, catalog #), g2, g3, g4, h6 (patient, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.